Manufacturer narrative:
Approximate age of device ¿ 5 years and 2 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the percutaneous lead (driveline) had a tear at the edge of the proximal end of the clam shell. Rescue tape had been applied, but failed to hold securely. The lvad clinician requested an external percutaneous lead (driveline) replacement. Log file review by technical services found no unusual events; the equipment was operating as expected. Technical services performed the percutaneous lead (driveline) replacement on (B)(6) 2018. The maximum length of the driveline was replaced due to extensive damage to the outer jacket. A log file submitted on (B)(6) 2018 was reviewed by technical services; no unusual events since the replacement were observed. The equipment was operating as expected.

Manufacturer narrative:
The report of damage to the outer silicone sleeve of the lvad percutaneous lead (driveline) was confirmed. Approximately 20 inches of the external portion/distal end of the driveline was returned. Tape and plastic were covering a large majority of the returned driveline due to numerous areas of silicone sleeve damage. Further examination of the driveline, revealed the reported fracture of the silicone sleeve at the terminus of the previously installed clamshell. The clamshell, tape, plastic, and the remainder of the silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, a second log file was submitted to and reviewed by technical services. The post repair log file captured the device operating as expected. The patient remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.